Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. A balance middleweight (bmw) guide wire was advanced to the lesion and a 3.5 x 28 mm implant was deployed. Post implant an attempt was made to withdraw the guide wire. No particular resistance was felt during removal from the anatomy; however, the guide wire frayed and then separated. The radiopaque tip portion of the guide wire could be seen partly behind the deployed implant and the distal part of the guide wire partly in the common trunk. Attempts were made to retrieve the separated segment of guide wire with a snare; however, without success. The patient was transferred to another hospital where the guide wire segment not behind the implant was compressed against the vessel wall with a bare metal stent. The patient is reported to be fine. No additional information was provided.